Event description:
Health care facility reported that a male pt with heart failure awaiting a transplant had yellow malodorous discharge around the catheter and under the dressing. The facility reported that the catheter was removed and cultures were taken, all cultures returned negative. The facility reported that the skin was reddened under the discharge. The facility reported that the skin reaction is improving.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.